Event description:
Reporter stated the patient experienced severe hypoglycemia while at school. An ambulance was called, and the patient was treated with glucogel. He would not have been capable of self-treatment and was not transported to a hospital. There is a black line across the display of the blood glucose monitor, and the paramedics advised he might have misinterpreted his blood glucose value (13.0 mmol/l instead of 3.0 mmol/l) due to this line. The blood glucose monitor was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The customer's allegation of display defect could not be tested as no product related to this case was returned for evaluation. This case is set to not verified; no investigation was possible based on the investigation unit's inability to test for the customer allegation. Device was not returned to manufacturer.